Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  A review of procedural images showed bent strut at the inflow. During manufacturing, the valve frames are 100% visually inspected.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on provided imagery, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿severe resistance was noted when advancing the ds through the esheath crossing femoral vessel wall. When it was out, there was one stent strut that was bent backwards.¿ additionally, as noted, the insertion angle was inserted at 45 degrees and patient access vessel had calcification, mild tortuous, and fibrotic/ sclerotic vessel wall. The presence of calcification, tortuosity, fibrotic/ sclerotic and steep insertion angle can create a challenging pathway during the delivery system advancement through sheath. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encounter during the delivery advancement, so excessive manipulation was applied to overcome the resistance. If excessive force is applied, it can lead to the valve struts catching within the sheath and result in observed bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA initiated has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity/ fibrotic/sclerotic access vessel) and or procedural factors (insertion angle/excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A corrective/preventative action has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13825.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, severe resistance was noted when advancing the delivery system through the esheath.  One valve stent strut was noticed to be bent backwards.  The procedure continued and the vale was deployed with good results and there was no consequence to the patient.  After the sheath was out of the patient, a liner torn was noted.  Per medical opinion, the fibrotic vessel wall was likely the cause of the resistance.